Event description:
It was reported that there were air bubbles in the tandem mobi pump system during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer did not exceed 500 mg/dl, and the large air bubble issue was resolved, allowing the customer to resume insulin therapy. Technical support advised the customer on the proper procedure for filling the cartridge with room temperature insulin to prevent future occurrences, and the customer understood the instructions provided.